Event description:
Intera oncology received report from patient's wife that pump stopped flow after the use of glycerin was started. Patient's wife provided intera oncology with the results of all refill appointments after beginning use of glycerin in the pump (see section h11 of this report for additional details).

Manufacturer narrative:
The DHR rtr-0883-20001 for lot number: 28441s was reviewed. There were two nonconformance's pertaining to serial number which were both dispositioned in accordance with the quality system. First nonconformance was a delay in time from the start of sterilization prep to sterilization cycle of the lot due to a high bioburden reading. The lot was resampled in accordance with approved procedures and dispositioned for sterilization. The second nonconformance was the sterilization pressure exceeded the pressure limit by 0.3 psig. The lot was reworked and resterilized to achieve the approved sterilization parameters. Neither nonconformance is expected to have an impact on device performance. In addition, the device initial failed catheter leak test during initial manufacturing testing; however, the approved procedure allows for one rework and retest prior to initiating a nonconformance. The device passed catheter leak test after rework and retest. The device met all functional and performance specifications prior to release from manufacturing. As previously mentioned in section b5 of this report, patient's wife provided intera oncology with the results of all refill appointments after beginning use of glycerin in the pump: on (B)(6) 2024 - 4ml returned, on (B)(6) 2024 - 20ml returned, on (B)(6) 2024 - 29ml returned, on (B)(6) 2024 - 30ml returned. According to the patient's wife at this appointment the physician attempted to use altopace to declot the catheter without success. The flow studies showed that a clot has formed at the tip of the catheter. Heparinized saline was placed in the pump during this visit. On (B)(6) 2024 - 30ml returned, on (B)(6) 2024 - 30ml returned. According to the patient's wife, the patient was informed the pump would not be able to be used for infusion in the future. The patient's clinic has previously reported to integra oncology of "no flow/glycerin" issue occuring in the past. Intera oncology attempted to seek additional information with the clinic multiple times and clinic refused to provide information in every attempt. Therefore, the root cause remains inconclusive. As far as were aware, the pump remains implanted on the patient.